Manufacturer narrative:
The reporter's strips were returned for investigation. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. UDI number = (B)(4). The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that a patient received discrepant results when testing with an unknown coaguchek meter (serial number unknown). At 8 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. At 9:25 a.m. On the same day, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. At 8 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 5.4 inr. At 9:25 a.m. On the same day, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.1 inr. The patient's therapeutic range is 2.5 - 3.5 inr.